Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. This report is associated to a similar product sold in the us with 510(k) number k892432. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient was admitted to the hospital. An emergency endotracheal intubation ventilator was used to assist breathing. In the early morning of may 30, the ventilator repeatedly alarmed, indicating that the minute ventilation was extremely low, and a lot of phlegm sounds could be heard in the throat. The spo2 was only maintained at about 90%. The inspection found that the endotracheal intubation balloon of the patient was leaking. 10ug of sufentanil was given intravenously to fully sedate, the original endotracheal tube was removed, and the orotracheal intubation was performed again and it was successful. The depth of the indwelling catheter was 24cm, and the ventilator was used to assist breathing after proper fixation. The patient's spo2 gradually increased to more than 95%, and no phlegm sound was heard in the throat.